Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they were helping someone out on (B)(6) and let them lean their weight against them. On (B)(6) the consumer helped this same person out by reaching to grab to prevent them from falling. Since then the consumer experienced a constant shocking at the implant site as well as in their back down to both legs with the implant on. It was noted the consumer had two implants and the issue was occurring with the implant for the upper body. The consumer tried decreasing stimulation to see if the shocking would go away but they still felt the shock with the implant on. In order to not feel the shock the consumer had to have their head up high and turned a certain way. This issue caused so much pain the consumer turned the device off. Prior to this the implant had been gradually giving less pain control for the neck area which started prior to (B)(6) but was made worse because of the person who leaned their weight against them. It was noted the healthcare provider (hcp) instructed the consumer to take more lyrica and ibuprofen if the pain increased. An appointment was scheduled for (B)(6) to meet with the manufacturer's representative (rep) to evaluate the system because the consumer felt something wasn't right and was worried that maybe something had pulled out of the device. Refer to manufacturing report #3004209178-2016-10382.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.